Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting it was discovered that the blue clamp line was loose. The alarm was resolved by cycling power to the homechoice device. The patient stated they would discard the supplies and call their registered nurse (rn) about the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The direct cause of the reported problem was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.